Event description:
Clinical study. It was reported that 130 days after a coronary artery stenting procedure, the patient experienced melaena. The lesion being treated in the index procedure was located in the proximal right coronary artery (prox rca). The physician treated the lesion with placement of a 3.50 x 28 mm taxus express2 study stent. Lesion descriptions are unknown. At 130 days after the index procedure, the patient experienced melaena. The physician received the adverse event information from the other hospital, so the details are unknown. Follow-up evaluation was not possible. Administration of plavix was canceled. The relationship of the adverse event to the taxus stent in unknown.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.